Event description:
A customer contacted beckman coulter inc., (bci) regarding a falsely normal troponin (accutni) result generated by the access 2 immunoassay system for one patient's sample. The result did not fit the clinical picture of the patient. Repeat testing on a new reagent pack resulted above the ami cutoff. The results were not reported out of the lab. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
There is no indication that service was dispatched for this event. No additional information is available regarding this event. No clear root cause could be determined for this event.